Event description:
It was reported that the pump exhibited a force sensor failure. The event occurred during testing; no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed force sensor. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the force sensor being out of calibration. As a result, the force sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.